Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "hysteroscopy and endometrial ablation". The patient's medical history included maxillary sinusitis, amenorrhea, normal delivery, human papilloma virus infection, unwanted pregnancy, menorrhagia, uterine dilation and curettage and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure sterilization hysteroscopy laparoscopic bilateral tubal interruption.). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6)2012,wherin date as per case is (B)(6) 2012 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received: reporter added, medical history added, event device medical device monitoring error added. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "hysteroscopy and endometrial ablation". The patient's medical history included maxillary sinusitis, amenorrhea, normal delivery, human papilloma virus infection, unwanted pregnancy, menorrhagia, uterine dilation and curettage, endometrial ablation, chronic cervicitis, antiphospholipid syndrome and transient ischemic attack. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2012,wherin date as per case is (B)(6) 2012. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: mr received. Reporter information added. Date of removal updated. Event medical device removal event is updated to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.